Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that an infusion of ifosfamide/mesna was programmed to infuse for 24 hours however it completed in 22.5 hours while connected to an adult male patient. There was no harm.

Manufacturer narrative:
The customer¿s experience that a specified drug infused 22.5 hours instead of 24 hours as programmed was not confirmed during this investigation. Testing performed found the suspect pump module to be delivering fluid within specification for the one hour duration rate accuracy testing at the incident parameters. Log review confirmed that the reported drug (mesna) was not selected to infuse. Disposable sets were not returned for this investigation. 3 attempts to contact customer for clarification of drug name/programming were unsuccessful. The root cause of the customer¿s report could not be identified adult patient.

Event description:
The customer reported that an infusion of ifosfamide/mesna was programmed to infuse for 24 hours however it completed in 22.5 hours while connected to an adult male patient. There was no harm.